Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be confirmed as the stent had already been deployed and the rack fully retracted. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for difficulties deploying the stent. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. Estimated date of implant. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the absolute pro vascular stent delivery system was advanced to the target lesion. During advancement, the stent delivery system catheter became kinked. Resistance was encountered during deployment, possibly due to the catheter kink, and the stent stacked up on itself. The delivery system catheter was removed with some resistance. A second absolute pro vascular stent was deployed to fully cover the target lesion. There was no clinically significant delay. Additional information was requested.